Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one 14.5 fr d/l hemostat vas-cath 15cm catheter with surecuff kit was returned for evaluation. The guidewire was returned inside the introducer needle and could not be advanced through the needle. When viewed under magnification, tissue was noted between the needle bevel and the guidewire. The guidewire was removed with resistance noted. After removal, it was noted that the outer coil wire was stretched with the distal ends of the inner core wires exposed. Based on this finding, the investigation is unconfirmed for a guidewire/needle fit issue and confirmed for a frayed guidewire. It is likely that the identified frayed guidewire issue was perceived as a fit issue, as it would prevent the wire from moving normally within the needle. Additionally, per the evaluation results, it was noted that there was tissue noted between the needle bevel and the guidewire, a characteristic typical of retraction of the guidewire against the needle bevel. Therefore, it is possible that damage due to retraction during use contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information.

Event description:
It was reported the guide wire was stuck in the introduction needle. It was further reported that another device was used to complete the procedure. There was no reported patient injury.